Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This occurred during the therapy initiated on (B)(6) 2014 at 16:55:16. During night drain cycle 11, the patient's ultrafiltration reading was 1301ml, indicating the home patient (hp) drained 1301ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The root cause could not be identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.